Manufacturer narrative:
Device expiration date: unknown. Initial reporter phone #: (B)(6). Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.  Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd intima-iiâ¿¢ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: the patient came to our hospital on (B)(6) 2021 with the symptom of "persistent palpitation and chest distress for 2 hours". The diagnosis was as follows: heart failure, intravenous infusion was given to the patient at 08:20 on april 19th, and the patient was punctured with a indwelling needle. There was leakage at the end of the needle. The needle was replaced and re-punctured with normal infusion, which caused the patient a second time of pain, increased the cost of department supplies and increased the work of nurses.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced leakage. The following information was provided by the initial reporter: the patient came to our hospital on (B)(6) 2021 with the symptom of "persistent palpitation and chest distress for 2 hours". The diagnosis was as follows: heart failure, intravenous infusion was given to the patient at 08:20 on (B)(6), and the patient was punctured with a indwelling needle. There was leakage at the end of the needle. The needle was replaced and re-punctured with normal infusion, which caused the patient a second time of pain, increased the cost of department supplies and increased the work of nurses.